Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of damaged battery was confirmed and reproduced during product evaluation. The quality engineer has identified the reported condition as a battery issue,however the root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The user interface module software version is 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.